Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomenon ¿the main lamp does not light up and the emergency lamp indicator lights up occurred¿ was confirmed and was determined to be due to a failure of the power supply unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
Additionally, it was reported that the event happened before a diagnostic procedure with no complications for the patient.

Manufacturer narrative:
During inspection and testing, the ¿lamp would not light¿ issue was found to be caused by power supply unit failure. In addition, service found the output socket retaining bracket was worn. The xenon lamp was found to be a non-designated olympus lamp. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device exhibited a lamp issue. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the examination lamp did not ignite, and the emergency lamp indicator was turned on. Additionally, the brightness level indication was also turned on the front panel. This report is being submitted for the malfunction found during device evaluation (lamp does not light). Additional details have been requested regarding the reported issue.